Event description:
It was reported that one hour after initiating ECMO therapy, blood leakage from the gas exhaust of the device was observed. The device was replaced. Total blood loss was approximately 50ml. No reported pt effect. ECMO- extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage was performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. Additional info: the product mentioned, is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153. A supplemental medwatch will be submitted when additional info becomes available.